Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure. Inspection under the microscope displayed nicks on the knife blade. The instrument was applied to the appropriate test media producing acceptable results, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open sigmoidectomy procedure with dst anastomosis. When the surgeon tried to pull the device out after firing it, the anvil caught up and the device could not be removed from the stapling site. The surgeon pulled it several times, the device got out but the anvil remained in the intestinal tract. The device was removed from the tissue by force but no tissue damage was caused. The surgeon attempted to pull out the anvil but could not withdraw it. Resected the mouth side and thenal side tissue additionally and performed anastomosis again used a new product. Additional tissue resection was required due to the tissue. There was tissue damage. When examining the specimens that were taken out, the tissue was cut for two-thirds, but one-third was uncut. The surgical time was extended by less than thirty minutes. The status of the patient is no problem.